Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled ii 500. It was stated the spring arm cover came off after the collision with other device. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. According to the information provided by the getinge technician, the spring arm cover was reassembled and restored. It was established that when the event occurred, the surgical light did not meet its specification due to the detachment of the spring arm cover, which contributed to the event. The device was being used for a patient¿s treatment upon the event¿s occurrence. The review of received customer product complaints related to the investigated issue revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the investigated issue is low. According to the subject matter expert at the manufacturing site, the incident is due to an inappropriate use. The operating manual (powerled ii instructions for use 01811 rev. 10, pages 70-71) includes the instructions to pre-position the arms prior to use, in order to prevent damages. Additionally, the users are requested to pay attention to cracks in plastic parts (powerled ii instructions for use 01811 rev. 10, page 43). We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident would have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Event site name (B)(6). Event site telephone (B)(6). H3 other text : device not returned to manufacturer.

Event description:
On (B)(6)2023 getinge became aware of an issue with one of surgical lights - powerled ii 500. It was stated the spring arm cover came off after the collision with other device. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.